Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a research coordinator complaint was related to an rvad (protek duo cannula) for rv failure after lvad implant with hvad. There was no battery failure of the lvad. The patient expired on (B)(6) 2015 with the official cause of death as "cardiogenic shock". The autopsy was not done and the pump remains implanted. Therefore the pump will not be returned. Investigation is ongoing.

Manufacturer narrative:
Additional information received, confirms that the patient was hospitalized for implant, and was not discharged up to his reported death on (B)(6) 2015. Report states that on (B)(6) 2015, the patient was presented with respiratory failure, same date device was implanted. On (B)(6) 2015, the patient had renal dysfunction; (B)(6) 2015 the patient had bacterial pulmonary infection which lead to a tracheostomy placement. On (B)(6) 2015, the patient had right ventricular failure. On (B)(6) 2015, the patient underwent a device explant for battery failure on rvad tandem pump (not lvad device), resulting in excessive bleeding, requiring one (1) unit of packed red blood cells (prbc). The patient died on (B)(6) 2015 with official cause of death being "cardiogenic shock". All relevant and available info has now been provided; no attempts for additional info are required at this time. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There is patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.